Event description:
It was reported that the right ventricular (rv) lead threshold increased since implant and the impedance fell. The rv lead dislodged. The physician repositioned the lead and everything tested "good." The rv lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d4, implantable cardioverter defibrillator, (B)(6) 2013; 407645, implantable pacing lead, (B)(6) 2006. (B)(4).